Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "depression" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: silicone migration, gel bleed.

Event description:
Patient representative reported left side patient experienced silicone leakage from breast prosthesis, ¿sweating/leaking of the left prosthesis¿,¿cubes of skin muscle fascia with abnormalities, consistent with silicone migration.¿, ¿it is assumed that there is a lot of silicone leakage and migration, and a possibility that the silicone is migrating to nerve fibres and the brain", silicone migration to hipbone per pathological examination, ¿multicore giant cell reaction to foreign material, possibly silicone. Slight chronic inflammation with fibrosis¿, ¿asia syndrome was induced by silicone leakage from the prosthesis with subsequent chronic wide-spread pain with severe dystonia... The central nervous system plays a central role in this, especially the spinal cord... The patient is examining ending patients' life". The following was also reported, but not considered device related: asia syndrome, "swollen blue foot, impossible to sit on buttocks", ¿severe dystonia¿, ¿complaining of loss of strength in left leg and right arm¿, ¿subsequently diagnosed as dystrophy¿, "loss of strength". The patients' right leg was amputated eight years after device was explanted.